Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs replaced to address the issue. During the evaluation, a malfunction of the blower was observed. The blower needs replaced to address the issue.   The blower was evaluated by the manufacturer's product investigation laboratory (pil) and found the blower functioned as designed and operated without issue or error codes.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported.  The ventilator was returned to the third party service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs replaced to address the issue.  During the evaluation, a malfunction of the blower was observed. The blower needs replaced to address the issue.